Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: a review of the receiving inspection (ri) for ao handle torque limiting3.0nm, was conducted identifying that lot number km962084 as released in batch. Batch1: lot qty of (B)(4) units are released on may 01, 2024 with no discrepancies supplier: tecomet inc. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2024, during routine incoming inspection of a loaner set at the hospital it was observed that the handle was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. This report is for one (1) ao handle torque limiting3.0nm. This is report 1 of 1 for complaint (B)(4).